Manufacturer narrative:
The device was returned to the manufacturer for investigation and the failure could not be replicated. The trigger was changed as a precaution to the complaint. The device was returned to the account.

Event description:
It was reported that the device was running without the trigger being pressed. It is unknown if there was patient involvement or adverse consequences.